Event description:
It was reported during patient follow-up, the lead data showed intermittent r-wave undersensing and inappropriate ventricular pacing as a result. The lead was reprogrammed and remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.